Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined; however thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Medication required and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus. It was report that on (B)(6) 2022, a mitraclip procedure was performed for a mixed mitral regurgitation grade 4 with small cardiac chambers. A clot was seen on echo when steering down to the left ventricle. The clip was removed and determined that there was a clot on the clip. The steerable guide catheter was flushed with heparin saline; and another clip was deployed with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.